Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2009, the patient was diagnosed with myositis as well as the formation of multiple intermuscular abscesses in the thighs and treated with antibiotics. Fluid collection from the left thigh revealed drainage of 40cc of purulent material that was sent for culture. The culture grew (B)(6). The patient subsequently underwent CT guided drainage of the right thigh collection on (B)(6) 2009. The patient has continued with pain management clinics and steroid injections. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a transvaginal hysterectomy and an anterior repair on (B)(6) 2009 and pelvic floor repair mesh was implanted. The mesh began to disintegrate and erode and the patient had pain and infection, as well as other unspecified health problems with additional medical treatment. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient was treated on (B)(6) 2015 and (B)(6) 2015 and on (B)(6) 2016 with antibiotics for an infection of a pelvic sling with retained pelvic mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urogenital atrophy and urge incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy.